Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the customer received false positive results. At this time, it appears that the false positive results may be related to contamination. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "suspected bd max enteric viral panel false-positive results - detection of several double/triple positive patient samples.", "the adeno positive only shows a small overlap with rota, probably a true contamination."

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved: k111860, k130470 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6 investigation summary : the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "environmental contamination" issue. Customer reported that they suspected to have contamination of rota, noro, sapo, astro, and adenovirus. Application specialist reviewed the database and noted that there are late delayed amplification. Field service was dispatched. Field service was dispatched. Field service cleaned the instrument with hypochlorite and ethanol. Customer has detected contaminant on the inside of the z-gantry and field service deep cleaned that area. Instrument was returned to the customer. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 04apr2018 and other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and in february 2022, the instrument was experiencing discrepant results on evp. Application specialist reviewed the database and noted that late amplification, annotating potential contamination. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is unconfirmed as the issue is not due to instrument issue. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the customer received false positive results. At this time, it appears that the false positive results may be related to contamination. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "suspected bd max enteric viral panel false-positive results - detection of several double/triple positive patient samples.", "the adeno positive only shows a small overlap with rota, probably a true contamination."